Event description:
Tip of delivery system broke off. X-ray obtained with doctor confirmation of tip in patient. Decision made that retrieval of object would cause more harm than leaving it in place. The scorpion in arthrex shoulder pan (rcr) does not fit the disposable needles. We will have to open the individual peel packed scorpion instrument. From the operating room notes: suture passer device had a broken tip. It measured about 2 x 3 mm or less. Attempts to try to retrieve it x-rays were taken which demonstrated that it was indeed in the wound but it was felt that it was probably buried in the tissue and that it would be more damage to try to remove it than to leave it as is. This point the wound was thoroughly irrigated and closed with the 2-0 vicryl for the fascial closure and 2-0 vicryl for subcuticular and subcutaneous closure.